Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Upon initial inspection, the device was severely rented. It returned in two pieces. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
On 03/02/2018, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor memorygel breast implant 300cc, catalog number 3503001bc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast prosthesis revision implantation procedure with gel mentor memorygel breast implants 300cc and experienced deflation on the left breast implant after implantation. The deflation was diagnosed after implantation by the healthcare professional on (B)(6) 2018. The implants were replaced by gel mentor memorygel breast implant 350cc, catalog number 3503501bc serial number (B)(4) on the right breast implant and by gel mentor memorygel breast implant 350cc, catalog number 3503501bc, serial number(B)(4) on the left breast.

Manufacturer narrative:
On 03/29/2018, it was reported to mentor that the device history record (DHR) of lot number 5620490 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).